Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, dyspareunia and a product problem. It was also reported that the plaintiff experienced stress urinary incontinence. The plaintiff underwent a revision surgery and the mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute respiratory failure and large cell carcinoma of the lung. Related to manufacturer report #: 3011770902-2016-00363.